Event description:
It was reported that during a da vinci-assisted general sigmoid colectomy surgical procedure, intuitive surgical, inc. (Isi) representative reported during case that universal surgical manipulator (usm) 1 kept faulting before the case. The system was power cycled, and the error did not persist. During case, the error returned, and the site has disabled usm 1 and proceeded with case. The error 25730 and other usm 1 error were noted in logs. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse arrive on site to psc receiving aurora communications error. Fse replaced and calibrated the universal surgical manipulator(usm) according to intuitive procedures. Fse completed est and test drove unit. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and reported failure was confirmed and replicated. Usm was tested on an in-house system in normal mode where it confirmed and replicated errors 31226 on the clockspring and 25930 on the isa pca. Usm was tested on a pftp where it failed fiber test on the clockspring. A gold clockspring fiber was installed, and the error went away. The original clockspring was re-installed, and the error came back. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.